Event description:
(B)(4).

Manufacturer narrative:
The device history record for the iabp involved in the event was reviewed. There are no non-conformances related to the reported event. The company representative observed blood in crm (part number 0997-00-0986-01) and safety disk (0997-00-0985-01). The company representative replaced all contaminated parts. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).